Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittencies. Device testing could not be attempted due to no lock. External equipment was exchanged, however, the issues did not resolve.

Manufacturer narrative:
Additional information: b3, d6b & h6. The recipient's device was explanted. The recipient was reimplanted with another advanced bioncis device. Advanced bionics is currently attempting to obtain consent from the recipient. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.